Event description:
A malfunction was reported on the customer's pump, identified as malfunction code 12, which the customer had encountered at least three times previously. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.